Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. After 3.5x20mm taxus implantation, a 3.5 x15mm quantum maverick monorail balloon was used for post dilatation. On the first inflation, the balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with this device. The patient status is listed as good with no complications reported.